Manufacturer narrative:
(B)(4).

Event description:
It was reported that less than a minute into a prostate procedure while using the greenlight surgical fiber, the aiming beam began to emit out the tip instead of the side. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended using fiber: approx. 3 minutes. Joules used during the procedure: 10,231j. The fiber was cleaned during the procedure.